Event description:
It was reported that when the devices were used during a hernia repair procedure, it would not deliver the staples. Another device was used to complete the case. There was no consequence to the pt.